Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. The patient reported sporadic readings and signal loss. In the morning on (B)(6) 2023, the patient ate followed by vomiting. She was unaware of her glucose value since her cgm displayed signal loss and she performed a bg which was over 600 mg/dl. The patient self-treated with drinking water; however, she continued to vomit. She was taken to the emergency department where she was treated with IV fluids, a bolus of insulin and gatorade. She was released home an unspecified amount of time later and continued to feel tired and lethargic. At the time of the report on (B)(6) 2023 at 8:07 am, the patient¿s bg was 374 mg/dl and they reported that they were okay but still recovering from the event. Data was provided for investigation. The sensor session was stopped on (B)(6) 2023 and a new session was started on (B)(6) 2023. During the event date, the patient was not in a sensor session therefore no cgm readings would be provided. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.